Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however, the review did reveal similar complaints for the reported issue with this lot number. The visual inspection determined that the mainbody of the transfer set was cracked. Functional testing was performed which included leak testing (using pressure), clear passage test, and clamp function test. The functional testing found an issue (a leak) which was a result of an unrelated issue with broken occluder feet. The reported event of the crack to the blue mainbody was verified and the device did not meet product specifications. The cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had a crack in the mainbody. There was no patient injury or medical intervention associated with this event. No additional information is available.